Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed, due to restriction at the suction channel through the light guide side. Additionally, the evaluation findings are as follows: there was an issue with the customer sticker at body control unit, there were minor dents and scratches at the distal end of the device and hold ring, the brush passage had restriction at the suction channel through the light guide, the bending section cover had cracks. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii duodenovideoscope had an internal defect leading to a blocked channel. The issue was found during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the channel was clogged due to blockage or that the user misidentified that channel was clogged. The foreign material could not be identified. However, a definitive root cause could not be established. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use: - instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope shows how to detect the event. - instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.